Event description:
On (B)(6) 2024 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the light body was damaged due to impact. As a result, the headlight's cover was taped to prevent it from falling. The designated complaint unit employee confirmed based on the photographic evidence that the reported issue occurred and an additional problem of the screw missing from fork was found. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: hospital staff. E1b event site name: (B)(6) hospital.

Manufacturer narrative:
Initially provided information was pointing to missing screw and risk of fall of headlight's cover. The issue was considered as safety related as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. According to additional clarification provided by the getinge technician and subject matter expert, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of missing parts or risk of parts falling off the device. It was established that when the event occurred, the device was not up to the manufacturer specification due to damage to headlight's cover. There is no indication if the device was being used for a patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event or problem, h6 medical device ¿ problem code and h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 26th march 2024 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the light body was damaged due to impact. As a result, the headlight's cover was taped to prevent it from falling. The designated complaint unit employee confirmed based on the photographic evidence that the reported issue occurred and an additional problem of the screw missing from fork was found. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event or problem: on 26th march 2024 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the light body was damaged due to impact. As a result, the headlight's cover was taped to prevent it from falling. The designated complaint unit employee confirmed based on the photographic evidence that the reported issue occurred and an additional problem of the screw missing from fork was found. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by getinge employee indicated that no part was missing from device. Additionally, according to the subject matter expert's assessment, there was no damage due to impact could be seen on the attached pictures that may lead to a risk of falling. Based on additional input provided, it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing parts or risk of parts falling, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907 corrected h6 medical device ¿ problem code: material integrity problem/crack//1135 previous h6 component codes: mechanical/cover//772 mechanical/fastener/screw/568 corrected h6 component codes: mechanical/cover//772

Event description:
On 26th march 2024 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the light body was damaged due to impact. As a result, the headlight's cover was taped to prevent it from falling. The designated complaint unit employee confirmed based on the photographic evidence that the reported issue occurred and an additional problem of the screw missing from fork was found. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by getinge employee indicated that no part was missing from device. Additionally, according to the subject matter expert's assessment, there was no damage due to impact could be seen on the attached pictures that may lead to a risk of falling. Based on additional input provided, it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing parts or risk of parts falling, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.